Manufacturer narrative:
There was no patient involvement. Livanova (B)(4)manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a cracked cover. Pump cover was cracked at the hinge on the right magnet which caused contact issues. These issues led to the reported malfunction. Therefore the technician replaced the cover to resolve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s5 double head pump started spinning and stopped repeatedly during priming. There was no patient involvement.